Manufacturer narrative:
Our product evaluation lab received one model c146f7 catheter with monoject limited volume syringe. The balloon inflated clear and remained inflated for 5 timed minutes without leakage. The balloon was unable to be fully deflated. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned syringe. The balloon was found to have an eccentricity which was measured out of spec. The customer report of balloon did not completely deflate was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As per the product evaluation, the balloon was unable to fully deflate. Additional information from the lab confirmed that the unit was able to pass the recommended introducer, per the IFU. This nonconformance is potentially related to human factors when performing the balloon bonding and balloon inspection. The balloon inspection was performed to all the units and correctly documented. This is an isolated case. A personnel acknowledgment was provided to the manufacturing personnel as part of the complaint investigation to inform the manufacturing personnel about this nonconformance. The catheter preparation section of the IFU indicates in step 2 to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. Upon the device history record review results, a supplemental report will be sent. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a while prepping a latex-free swan-ganz, model c146f7, lot 64582597, the balloon did not completely deflate, and was therefore determined to be unsafe to float in the patient.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.